Manufacturer narrative:
Kci was unable to perform an evaluation of the device due to the patient's refusal to allow exchange of the device. The unit remains with the patient to date. Based on information provided, it cannot be determined if the alleged event of the patient's leg amputation was related to activ.a.c.¿ therapy system. This event is being reported as possible use error due to information received from the nurse who reported the patient was non-compliant with care while using the activ.a.c.¿ system. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient¿s clinical presentation, rather than a fixed schedule.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: the patient had a leg amputation because the unit allegedly malfunctioned while he was on the activ.a.c.¿ therapy system. On (B)(6) 2018, the following information was reported to kci by the nurse: the patient was non-compliant with care while on the activ.a.c.¿ therapy system . The patient would turn therapy off and leave the unit in place without active therapy or would sometimes remove the dressing entirely. The patient was warned numerous times that non-compliance may result in injury, but the patient continued to be non-compliant. The nurse could not recall the exact date of when the amputation occurred. No additional information was provided. On (B)(6) 2017, the device passed quality control (qc) checks and met specifications before placement with the patient. After multiple unsuccessful attempts to retrieve the unit, the patient has refused to return the device to kci. Therefore, the device is not available for evaluation in kci quality engineering.